Event description:
The customer reported decreased vaporization efficiency during a prostate procedure. It was also reported that after 25 minutes of use, the fiber expired. The joule count on the fiber at the time of these issues was not reported. The case was completed by turp. It was reported that there was no pt injury.

Manufacturer narrative:
The customer's initial report of decreased tissue vaporization is not considered a reportable issue. The fiber was returned to the manufacturer and analyzed. The joules were verified as 57,260 joules. The failure analysis disclosed that the fiber had a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would cause diminished vaporization efficiency. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The failure analysis confirmed that the fiber has expired due to the fiber soft joules limit being activated by removal of the fiber card after reaching the soft joules limit of 24,000 joules. Should the card be removed after 24,000 joules, the fiber card will expire. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The component codes fiber and cap refer to the results code thermal problem.